Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected the date returned to manufacturer. Corrected the device manufacturer date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged acoustic lens likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was displaying a defective ultrasound image. The reported issue occurred prior to use. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the acoustic lens was chipped. This report is being submitted for the malfunction found during evaluation of the device (chipped acoustic lens).

Manufacturer narrative:
During inspection and testing, the reported issue (defective ultrasound image) was confirmed and found to be caused by a chipped acoustic lens. It was also observed the number of missing elements were out of specification due to damaged ultrasonic probe. In addition to chipped acoustic lens, service found the up/down knob could not be locked securely due to worn lock engagement lever, the distal end was scratched, the objective lens was scratched, the adhesive around the objective lens was peeled, and the adhesive on the bending section cover was cracked. In the ccd (charge-coupled device) unit, the position of the ccd cable had a limited length for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.